Manufacturer narrative:
(B)(4). The problem for a leak was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. An evaluation of the companion sample was conducted and no issues were found related to the reported condition during the evaluation. Visual inspection performed with no issues noted. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Sample ran on homechoice machine with no issues noted. If additional relevant information is received a follow-up will be submitted.

Event description:
A customer contacted global technical services (gts) regarding an alarm that appeared on the home choice (hc) during use. The caregiver (cg) stated when this alarm came up in the set up, the word flooding came up also. The cg stated he checked the cassette placement area and it was wet . There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). A request for the return of the companion sample has been made. Should the companion sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.